Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens and the lens was inserted upside down. The lens was torn when removed with no patient injury. The backup lens was implanted with no problem. The reporter stated the event was due to the lens having been loaded incorrectly.